Event description:
New information received on (B)(4) 2020, indicates that the patient presented on (B)(6) 2020 for a lead replacement procedure. The right atrial lead was explanted and the right ventricular lead was capped. The leads were replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-16990. It was reported that the patient presented in clinic with noise on the right atrial and right ventricular leads. The noise on the ventricular lead was oversensed. The patient did not experience any consequences and was to be monitored.